Event description:
It was reported the device exhibited a primary audible alarm background test. There is no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to verify and duplicate the reported issue. The root cause was unable to be determined; however, the speaker was replaced as a preventative measure. The service history review identified no indication that the complaint was related to a service of the device within the review period.